Event description:
Per the clinic, the device was explanted due to recurrent infections and extrusion of the receiver/stimulator. The device was explanted (B)(6), 2012. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Device unavailable for analysis. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).